Event description:
Report received that vns did not work for a patient the way she expected. The patient later reported that the vns had been turned off at some point, and when it was turned back on, the patient experienced an increase in seizures. The patient also reported that she was at risk for and experienced aspiration pneumonia with vns. The patient reportedly made a decision to remove the vns, but it was not determined whether the vns was actually removed. There was no available data in the programming history database, and additional programming data has not been reviewed to date. No further relevant information has been received to date.

Event description:
It was reported by the patient on a post on the vns therapy facebook page that ¿it didn't help me because I'd get choking on my food and aspiration pneumonia. Finally got it removed july 2018¿. Information was received from the neurologist that the patient's choking occurred with stimulation and was most likely related to stimulation. The patient¿s settings were provided, and the patient¿s device had been disabled prior to explant. The patient's explant was for patient comfort, and both the lead and generator were explanted. The devices have not been returned to livanova. The explanting facility historically does not return devices, so the devices have not been received. No additional or relevant information has been received to date.